Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
The patient had a painful hip and elected to have the asr cup removed. The cup was well fixed and the summit stem was also well fixed and retained. Another company's cup was used. Update rec'd 10 sep 2014 - added all details to com from der. Hip side unknown. Summit stem stayed in situ.

Event description:
Update rec'd 01/27/2015- litigation papers received. Litigation alleges pain, metal debris, and the inhibition of the ability to walk. There is no new additional information that would affect the investigation. The complaint was updated on: 02/03/2015.